Manufacturer narrative:
The insulin pump had blank display due to broken solder joint of connector on interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads (not chip) and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and blank display from the insulin pump. The customer's blood glucose level was 475 mg/dl. The customer treated with the pump. The customer mentioned hairline cracks on the front of the pump by the buttons. The customer stated batteries in use were aaa alkaline batteries. The insulin pump was returned for analysis.